Event description:
In this event, it was reported that a xive s plus implant which was placed on (B)(6) 2012, was positioned too close to the mandibular nerve thus causing paraesthesia. The implant was placed in an "immediate placement" mode, i.e. The implant has been placed subsequently to the removal of the severely decayed tooth into the mesial alveolar socket. As a result, the implant was extracted three days after placement in order to avoid any further damage of the nerve. After the removal, the dentist reported that an improvement of the discomfort has been observed and the patient is still recovering.

Manufacturer narrative:
Generally, such cases are not unknown in implantology and are usually caused by an insufficient planning of the implantation. While there is no indication that the implant involved malfunctioned, due to the fact that medical intervention was required, this event meets the criteria for reportability per 21 cfr part 803. The device was returned, evaluated for diameter and length measurements, and found to be in specification.